Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis main unit was completely unresponsive with a black screen and had no power. A field service engineer (fse) found the station offline with a black screen. Disconnected all drawers, but the station was unable to boot. Replaced the power supply, after which the station powered on and all drawers received power. Verified by opening all drawers in hardware test application with no issues. No hardware failures were present in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen and was dead. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.